Event description:
It was reported that the patient was having therapy issues since the leads and internal neurostimulator (ins) were replaced. The patient was feeling pain at the ins site until the device was reprogrammed by the manufacturing representative. The patient also reported that she was feeling intermittent stimulation. The patient stated that she was "only feeling stimulation in the vaginal location in program one, but stimulation in the buttocks for the rest of the programs." It was further noted that the patient had not had an x-ray of the lead placement. The patient outcome was not provided.

Event description:
Additional information received reported that the device was not working. However, the patient's symptoms significantly worsened when the device was turned off. No patient injury was reported. The patient had used a "bone" stimulator and a transcutaneous electrical nerve stimulator (tens) unit in close proximity to her ins. There was no history of falls. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had felt pain at the site of the lead and the implantable neurostimulator (ins). It was reported that the pain had been similar to shocking sensation. Troubleshooting had been performed. The lead and the ins were replaced. No patient injury was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v979673, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins resulted in no anomalies found analysis of the lead resulted in no anomalies found.